Manufacturer narrative:
Concomitant medical products: product ID 37082-40, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: extension; product ID 37082-40, serial# unknown, product type: extension; product ID 37082-40, serial# unknown, product type: extension. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported the cause of the increased impedances values in the extension was the "partial and complete break" in the wires "from being placed over a bony prominence." It was noted the extension was tested first and then the leads without the extension. It was reported the extension "was placed in a very hostile environment" and was "tunneled over bony surfaces, low down on the sacrum" such that "the patient sat on the extension for many years." It was noted the reporter was "surprised it had lasted as long as it did" and noted that "the new extension was tunneled in the same way." It was stated the extension was discarded by a nurse following the procedure. In regards to the proximal electrode issues that were previously reported on the patient's new lead, it was stated "each lead's proximal electrode was in the 10,000 ohm range." It was reported that "it was assumed at the time, that this may have been caused by the sacral lead's proximal electrode being outside the foramen or not touching the tissue in the prone position." It was noted "the patient was wriggling around so the position was not the same as [during] the original lead test." It was reported the patient was "doing ok" at the time of follow-up.

Event description:
It was reported that the stimulation impedances had increased on the patient's system making it ¿unworkable¿. The patient was tested on the operating table and the extension was found to be the cause of the impedance problem. The leads tested ok. A new extension was tunneled in position. The physician¿s assistant had ¿trouble¿ inserting the torque driver in the set screw ¿for the first time ever¿. The assistant was instructed to ¿push¿ but there was a ¿pause¿. The physician tightened the screws and made the observation that the entire screw connector within the extension body had slipped around within the silicon for no reason as it had just been tightened ¿as per usual¿. The physician remarked that the extension was ¿faulty¿. On testing the extension, it was found to have three channels damaged ¿as predicted by the physician¿. A new extension was implanted and tested and found to be ok with normal impedances except for each proximal electrode. The physician ¿accepted this¿ as those electrodes were not being used for treatment and time had run out. There was no patient injury and the patient recovered fully. A week later, it was reported that the patient was receiving effective treatment. The patient was reportedly aware that there was a problem at implant but was happy with the outcome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.